Manufacturer narrative:
Based on the returned device, it is hypothesized that an excessive force was applied to the installer at an angle which resulted in a torsional or off-axis asymmetric (e.g., rocking or toggling) load being applied to the distal tip of the installer. As expandable spacer installers are not designed to withstand an excessive torsional or off-axis load, forces applied at an angle may have resulted in the failure at the distal tip of the installer.

Event description:
It was stated, "I've got a broken tooth on one."